Event description:
Litigation papers received. Papers allege patient suffers from pain and discomfort, soreness, malaise, swelling, immobilization, localized damage to tissue/bone and high ion levels of cobalt and chromium. Doi: (B)(6) 2008. Dor: unknown (right hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/7/2014 - sales rep reported revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Additional information: establishment name inadvertently left blank. (B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 5/15/2014 - medical records received. Upon revision, metallosis, grey/yellow granular tissue, and corrosion and black pitting on the trunnion, and no bony ingrowth on the acetabular cup were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 06/04/2014.